Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002464 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Pericardial effusion/tamponade occurred during transseptal puncture. Pericardiocentesis was done. The patient required extended hospitalization to be monitored and to later receive the initially planned ablation. The patient fully recovered. The physician's opinion on the cause of the adverse event was the procedure. No ablation was performed prior to noting the pericardial effusion.